Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, system performance check due to application was slow/sluggish the customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was reported to be sluggish and crashing during cases. The customer temporarily swapped it with another station. A field service engineer all drawers and peripherals were tested with no errors found. Previously, the entire mini drawer (drawer 1) had been replaced, and the faceplate on the half height matrix drawer (drawer 2.1) was adjusted due to misalignment affecting mini pocket access. All drawers and peripherals were tested in the hardware test application (hta) and passed. The customer confirmed proper operation in the application. The power switch was turned off to verify backup battery functionality, and the station was rebooted to check for updates. All connected drawers were inspected. The all in one (aio), bioid, and keyboard cover were cleaned, and the barcode scanner cradle was tightened. Final tests of the keyboard, bioid, barcode scanner, and all drawers in hta were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, system performance check due to application was slow/sluggish the customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.